Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device was just implanted for three years and had less than three months longevity remaining. Initial analysis shows that there was a steady increase in power consumption for over a year. Boston scientific technical services (ts) then confirmed that device exhibited premature battery depletion (pbd). The pacemaker was explanted. No additional adverse patient effects were reported.